Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure the laser probe was catching on the valved trocar. The procedure was completed. There was no patient harm. Additional information has been requested and received.

Manufacturer narrative:
The laser probe was manufactured on october 16, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause of the reported event cannot be determined. (B)(4).